Manufacturer narrative:
(B)(4). Batch #: r9389k. According to the information received, the blade was broken. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified as part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product is received at a later date, the investigation will be updated as applicable.

Event description:
It was reported that the patient underwent thoracoscopic mediastinal mass excision under general anesthesia, and the ultrasonic scalpel was checked intact and complete before the start of the surgery. The test of connecting the ultrasonic scalpel generator was normal. The titanium tip was broken before preparing to enter the thoracic cavity. Changed another one to complete the surgery. There was no patient consequence reported. No additional information can be provided.